Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 638bl34 heart band; implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were the following issues on the right atrial (ra) lead; high impedance, oversensing, undersensing, intermittent capture at max output and double counting p-waves. A lead revision was planned. No patient complications have been reported as a result of this event.